Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 10/18/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was cleansed with soap and water. On 09/02/2023, the patient developed redness and infection extending beyond the patch perimeter. An unspecified time later, the patient consulted an healthcare provider (hcp) via zoom consultation and was prescribed an oral antibiotic medication (cephalexin 500 mg, four times per day for 5 days). The course of antibiotic treatment was not effective, and the infection continued to spread beyond the sensor footprint perimeter. On (B)(6) 2023, the patient followed up with an hcp and was prescribed a second oral antibiotic medication (clindamycin 300 mg, three times per day for 7 days). At the time of the report, the patient was requesting a sensor replacement for the second sensor (no allegation) and she stated the wound from this skin reaction had already healed after the second course of antibiotic treatment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/18/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction which occurred two days after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was cleansed with soap and water. On (B)(6) 2023, the patient developed redness and infection extending beyond the patch perimeter. On (B)(6) 2023 the patient consulted a healthcare provider via zoom consultation and was prescribed an oral antibiotic medication (cephalexin 500 mg, four times per day for 5 days). The course of antibiotic treatment was not effective, and the infection continued to spread beyond the sensor footprint perimeter. One week later, the patient was prescribed a second oral antibiotic medication (clindamycin 300 mg, three times per day for 7 days). At the time of the report, the patient stated the wound had healed after the second course of antibiotic treatment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).